Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional code: fsm. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lateral entry femoral nail procedure on (B)(6) 2016, the 4.2mm trocar 210mm would not fit cleanly through the percutaneous insertion handle. The surgeon hit them through with a mallet, forced them into position and completed the locking. As a result, there was a one (1) minute surgical delay. The trocar is now scored but there were no fragments generated. There was no patient harm and the procedure was completed successfully, postoperatively the patient's outcome is stable. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was completed: the following instruments were received by customer quality (cq): one 12.0 mm/8.0 mm protection sleeve 188mm (part number: 03.010.063, lot number: 1482819, mfg. Date: 16may2006; one percutaneous insertion handle (part number: 03.010.046, lot number: 8236571, mfg. Date: 22mar2013; the returned insertion handle exhibited superficial blemishes and indentations indicative of routine use in the field. Some burrs were noticed within and around the ¿lfn only¿ 120° antegrade proximal locking hole designed to have the 12.0mm/8.0mm protection sleeve (03.010.063) pass through it. The handle was functionally tested with the returned protection sleeve and the sleeve cannot be inserted without significant force. The complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.